Manufacturer narrative:
Concomitant products: addrl1 ipg implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of dizziness. The right ventricular (rv) lead exhibited noise and low impedance causing a polarity switch. It was further reported that the right atrial (ra) lead exhibited noise. The rv lead and ra lead were capped and replaced. No further patient complications have been reported as a result of this event.